Event description:
It was reported that unspecified problem occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and the reported problem could not be identified. A visual inspection was performed on the device with no issues noted. A simulated therapy was performed with no issues noted. Functional testing was performed and the device passed all checks and calibration tests. The device passed the power on self test. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. A review of the service history found that this device had not been previously serviced. The reported problem and its cause could not be identified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.